Event description:
Pump to infuse over 30 minutes at 30 ml. Pump infused entire amount after 7 minutes. Pump was programmed 30 ml at 30 minutes by an rn and double-checked by another rn. Sent to bioengineering for eval and history log indicated that setting was at 7 minutes.